Event description:
A report was received that during a trial procedure, the physician aborted the procedure as the patient was experiencing foot pain. The physician assessed the patient and believes the patient had temporary nerve damage. A magnetic resonance imaging (MRI) was taken and showed no evidence of new nerve damage.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#sc-2218-50e (B)(4) description: st linear trial lead, 50cm with pre-loaded 0.014 inches stylet (streamlined) the trial leads were not returned to bsn because they were discarded by the medical facility.

Manufacturer narrative:
Additional information received stated that the patient was prescribed pain medication for the foot pain. The physician assessed the patient and believed it may have been procedure related, as the patient significantly moved during the procedure which could have caused part of the patient's irritation.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that during a trial procedure, the physician aborted the procedure as the patient was experiencing foot pain. The physician assessed the patient and believes the patient had temporary nerve damage. A magnetic resonance imaging (MRI) was taken and showed no evidence of new nerve damage.

Event description:
A report was received that during a trial procedure, the physician aborted the procedure as the patient was experiencing foot pain. The physician assessed the patient and believes the patient had temporary nerve damage. A magnetic resonance imaging (MRI) was taken and showed no evidence of new nerve damage.